Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pmc 3c1 was down and remained unresponsive despite multiple reboot attempts. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down and unresponsive to reboot. A field service engineer found that the station was not powered up due to bad controller board on half height enhanced drawer 2.1 in the auxiliary and replaced the controller board to resolve the issue. Then, the fse ran the final test for drawer 2.1 and it was passed, the user successfully did inventory for the drawer. The system functioned as intended after the field service engineer repaired the device.